Event description:
It was reported that the insulin pump alarms the same error very often - once a day - at random times. The customer's blood glucose was unknown. Troubleshooting was performed and the device reported the trial bolus. The customer was advised that the insulin pump needs to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with error alarm during self test due to faulty connector on remote frequency board. No cosmetic damage noted.